Manufacturer narrative:
Section d brand name corrected.

Event description:
A 66-year-old male with cardiomyopathy supported with an impella 5.5 was in a pre-support clinical state consistent with scai shock stage d. The rn reported new intermittent psnr (placement signal not reliable) alarms while the patient was resting in bed. During routine purge cassette replacement per hospital protocol, the aic failed to recognize the new purge cassette disc despite multiple attempts. The aic was subsequently exchanged, after which the purge function was restored. The rn later reported intermittent ¿impella position unknown¿ alarms, which resolved, and the patient was noted to have narrow pulse pressure. Based on available information, the reported events are consistent with a purge subsystem malfunction involving purge disc detection failure (aic) and intermittent placement signal reliability issues (impella 5.5). A replacement console resolved the purge detection issue, and the patient remains on support. Root cause cannot be confirmed until product evaluation is completed. The impella 5.5 and aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Updated information: h6 med dev prob code added a0709.

Manufacturer narrative:
Updated information: h6 component changed to g03012 and g07001. The investigation for the purge disc not detected¿ alarm and the placement signal issue has been completed. The root cause of the ¿purge disc not detected¿ alarm and failure to detect purge fluid is unknown because it could not be reproduced during testing. The root cause of the ¿placement signal not reliable¿ alarm is a defective optical pressure measuring unit.